Manufacturer narrative:
D10 concomitant product: egia30ctavm egia30 curved vas med sulu (lot#: n5d1503y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic liver resection, while being used to dissect the tissue to separate a vessel, the device initially fires, but then fails to complete the firing cycle and the staple did not form into b-shape. A new reload and manual handle were replaced to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5 additional information: d9, g3, h3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic liver resection, while being used to dissect the tissue to separate a vessel, the device initially fires, but then fails to complete the firing cycle and the staple did not form into b-shape. A new reload and manual handle were replaced to complete the procedure.